Event description:
The manufacturer received information alleging that a trilogy evo benelux device failed a performance verification (pv) test for internal leak. There was no allegation of patient harm, and the device was not reported to be in patient use at the time of the event. The device has not yet been returned for evaluation. The manufacturer's investigation is ongoing. If additional information becomes available, a follow-up report will be submitted.